Event description:
The customer contact reported the rate independently changed. Resulting in the pt receiving more medication that intended. At an unspecified time during the day shift, the pump was programmed to deliver pitocin (20 units/l) at an unspecified rate. After an unspecified length of time, while at the nurse's station, the nurse noted on the monitor that the mother was "hyperstimulated" and the fetus was experiencing "decelerations." At this time, the nurse entered the pt's room and noted that the pump display indicated that the pitocin was being delivered at a rate of 413ml/hr. The pump was powered off and the physician was notified. The pump was removed from clinical service. After an unspecified amount of time, once the mother and fetus were stable, therapy was resumed using the same tubing set and a replacement pump. The mother delivered the baby without incident. There were no reported adverse sequelae to the mother.